Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. The neck was anglulated 60 degree. The distal diameter was 19-20 mm in diameter and calcified. It was reported that after deploying three stent rings of the contralateral limb the physician inadvertently began to rotate the grey front grip instead of the blue external slider and realized that after two rotations since the stent graft was not moving down and this caused the limb to temporarily twist and kink. The physician was able to troubleshoot by rotating and pulling down; however, this led to the limb being deployed outside of the contralateral gate. The limb was ballooned and no kinking/twisted remained. Another endurant limb was deployed to bridge the gap between the first contralateral limb and the gate. The physician stated that this was not a device related issue, but instead due to user error. The physician was standing on the opposite side of the table as normal, which made his hand orientation reversed. This added approximately 30 minutes to the procedure time. No clinical sequelae were reported and the patient is fine and has been discharged. The delivery system was discarded by the user facility.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (deployment difficulty); incorrect technique/procedure (inadvertently rotated the incorrect delivery system component). Evaluation, conclusion: user error contributed to event (inadvertently rotated the incorrect delivery system component).